Event description:
A malfunction alarm with the code malf 16 was reported, and the fault ID was available as 16-0x20e6. There was no adverse impact to the customer's blood glucose level. The customer opted to use multiple daily injections (mdi) as a backup therapy.